Event description:
The customer reported that while performing maintenance on his olympus bronchovideoscope, it was discovered that the unit was not properly angulating. There was no patient involvement during the above event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found on the distal end adhesive. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no angulation in the ¿up¿ direction due to the angle wire having been broken. Additionally, as noted in b5, the unit had undergone insufficient reprocessing as foreign material was found on the distal end adhesive. The device had several other forms of wear and tear noted throughout the unit. Those include but are not limited to material deformation, material discoloration, and a damaged charged coupled device unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely, that the foreign material was possibly not removed, since the reprocessing was not conducted properly, due to leakage from the bending section cover (a-rubber). However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states, that detection method in bf-1t150 operation manual chapter 3, "preparation and inspection". IFU states, that preventive measure in bf-1t150 reprocessing manual chapter 3, "cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.